Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, the keypad cover was found to be intact; no damage or peeling was observed. The up arrow and down arrow keypad buttons were found to be intermittently unresponsive during testing. The ok and contrast buttons responded appropriately. The keypad cover was removed and there was evidence of moisture contamination found under the up arrow and down arrow button contacts. The pump was opened and no further evidence of moisture contamination was observed inside the pump. Unrelated to the complaint of a keypad response issue, investigation revealed that the display was dim and discolored and the battery compartment was cracked. Also unrelated to the keypad issue, the pump case was observed to be cracked in the upper and lower right hand corners of the display area.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.